Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. It was reported that the transmitter was not snapped in fully, and that the patient did not enter the bg meter values into the cgm device promptly. No additional event or patient information is available. The data log was reviewed on 05/18/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: sensor failures can happen when your display device doesn't receive your sensor's glucose readings. While it is rare to have a sensor failure, there are preventative steps you can take. Help prevent sensor failures by checking: 1. Sensor hasn't expired 2. Transmitter is snapped securely in sensor pod. Also: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.